Manufacturer narrative:
###A supplemental report is being submitted for investigation summary. Additional products: 1420-controller h3:yes serial # (B)(6); h3:yes serial # (B)(6); h3:yes serial# (B)(6); h3:yes serial # (B)(6); h3:yes serial # (B)(6); h3:yes serial # (B)(6); h3:yes 1440- dc adapter h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: two (2) controllers (B)(6), unknown lot number), six (6) batteries (B)(6) and one controller dc adapter (unknown lot number) were not returned for evaluation. A review of the (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. A review of the device history record associated with the batteries, the controller dc adapter, and the controller with an unknown lot number was not performed as the reported event is not related to a manufacturing or servicing issue and/or serial number is unknown. Log file analysis associated with (B)(6) revealed a controller power-up with an associated motor start event logged on 04/sep/2025 at 14:33:29. Analysis of the event log file revealed that the date, pump ID, and alarm limits were being set prior to the controller power up event. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged on 04/sep/2025 at 14:34:05, indicating that the controller power up likely occurred during the initial programming of the controller and/or a controller exchange. Additionally, log file analysis revealed that the controller in use during the reported event (B)(6) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed an instance involving (B)(6) where the battery's relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. Review of the logfiles report revealed one (1) power disconnect alarm involving (B)(6) logged on 11/sep/2025 at 15:39:55. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. Controller log files also revealed one (1) critical battery alarm involving (B)(6) logged on 12/sep/2025 at 17:00:14. During the critical battery alarm, the battery's relative stat e of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. The batteries had been lubricated prior to release. Log file analysis associated with (B)(6), and controller dc adapter revealed no anomalies within the analyzed period. As a result, the reported critical battery alarm and the power disconnect alarm were confirmed. The reported controller fault alarm, controller display error, the controller scroll button not functioning, and poor mechanical connection involving the batteries and the controller dc adapter could not be confirmed due to insufficient evidence. Based on the available information, the most likely root cause of the controller power-up event associated with (B)(6) can be attributed to the initial programming of the controller and/or a controller exchange. Possible root causes of the communication error, and resulting reported power disconnect alarm, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the reported critical battery alarm can be attributed to communication errors between the controller and the battery. A possible root cause of the reported power source bent pins event can be attributed, but not limited, to connector damage, bent pins, and/or connector wiring failure. Applicable risk documentation and experience with events of similar circumstances were considered; events with display error can be attributed, but not limited, to a display connection failure, faulty component in the display circuitry of the printed circuit board and/or due to a faulty lcd display module. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. A potential root cause of the reported nonfunctional scroll button event may be attributed, but not limited, to a faulty component and/or incorrect handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a review of log file data revealed that the controller exhibited a loss of power. It is believe to be due to a controller exchange.

Event description:
It was reported that a controller exhibited a controller fault alarm caused by internal battery depletion. The controller was exchanged. The patient later reported that the scroll button on the new controller was not working, the display was not lighting up, and an alarm was not clearing, which was suspected to be a power disconnect alarm. A high priority "red" alarm was also reported to have occurred, which log file review identified to be a critical battery alarm. Log file review showed the alarm occurred at 95% battery capacity; connection issues involving the battery or controller were suspected. Bent pins due to poor connections and critical battery issues were also suspected on multiple batteries and a controller adapter. The new controller was exchanged and the batteries and adapter were removed from use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system - unknown controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: / serial #: d9: no h3: no h4: mfg date: h5: no d1: heartware ventricular assist system - battery d4: model#: 1650de / catalog#: 1650de / expiration date: 31-march-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 09-march-2023 h5: no d1: heartware ventricular assist system - battery d4: model#: 1650de / catalog#: 1650de / expiration date: 31-march-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 09-march-2023 h5: no d1: heartware ventricular assist system - battery d4: model#: 1650de / catalog#: 1650de / expiration date: 31-march-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 13-march-2023 h5: no d1: heartware ventricular assist system - battery d4: model#: 1650de / catalog#: 1650de / expiration date: 31-march-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 14-march-2023 h5: no d1: heartware ventricular assist system - battery d4: model#: 1650de / catalog#: 1650de / expiration date: 31-march-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 14-march-2023 h5: no d1: heartware ventricular assist system - battery d4: model#: 1650de / catalog#: 1650de / expiration date: 31-march-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 14-march-2023 h5: no d1: heartware ventricular assist system - unknown controller ac adapter d4: model #: 1440 / catalog #: 1440 / expiration date: / serial #: d9: no h3: no h4: mfg date: h5: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.